Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, mainly when sitting. Troubleshooting was performed but was unsuccessful. Medication was prescribed, and no additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, mainly when sitting. Troubleshooting was performed but was unsuccessful. Based on tests performed, the medical staff assumed that the cuff may not be closing completely, but it was not determined whether this is due to an anatomical issue or device-related concern. Medication was prescribed. Revision or replacement surgery has not been considered. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.